Manufacturer narrative:
Information was received indicating the product part number reported was incorrect. The correct product part number was subsequently provided. The correct information has been provided on 3012307300-2024-00195. Please disregard 9611178-2024-00005 and all reports associated with it.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the relief pressure does not match. Patient involvement unknown.